Manufacturer narrative:
Patient information is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Telephone number: (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(6) reported the following event, it was reported that the patient underwent an unknown procedure on (B)(6) 2017 to treat an unknown condition. During the procedure stardrive screwdriver tip broke while inserting screws. The fragments were retrieved and discarded. Another similar screwdriver was available for use and the procedure was successfully completed. The patient outcome was stable. There was no unusual use of the device. It is unknown how long the instrument has been in use. Concomitant devices reported: unknown screw, unknown part and lot numbers, quantity x 1. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. The returned device was confirmed to have a broken distal tip. The balance of the device has surface wear consistent with use, which does not impact functionality. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The issue is likely related to excessive torque during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the part#03.620.003 lot#5061679, release to warehouse date: 10-mar-2006, expiration date: na , supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Synthes manufacturing location was identified during device history record review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 26apr2017 it was reported that (B)(6) reported the following event, it was reported that the patient underwent an unknown procedure on (B)(6) 2017 to treat an unknown condition. During the procedure stardrive screwdriver tip broke while inserting screws. The fragments were retrieved and discarded. Another similar screwdriver was available for use and the procedure was successfully completed. The patient outcome was stable. There was no unusual use of the device. It is unknown how long the instrument has been in use. Concomitant devices reported: unknown screw, unknown part and lot numbers, quantity x 1. This is report 1 of 1 for (B)(4).